Manufacturer narrative:
Citation: mehla, p. J am coll cardiol. 2016;67(13_s):1121-1121. Date of presentation used for event date and death date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether this event has been previously reported. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via medical conference presentation that an (B)(6) female patient underwent implant of a medtronic 29-mm transcatheter bioprosthetic valve (serial number not provided). Unacceptable aortic insufficiency was noted following valve placement. Two balloon dilatations were performed which improved the aortic insufficiency to mild as measured by echocardiogram. The post-operative course was uneventful. Twenty days post-operative the patient presented with abdominal pain and vomiting. An abdominal x-ray showed large amount of stool which was treated with an enema. The patient then developed dyspnea and hypotension. A computed tomography (CT) scan showed type a thoracic aortic dissection that extended to the mid abdominal aorta, right brachiocephalic artery, right common carotid artery and left subclavian arteries. Bilateral renal infarction and small bowel pneumatosis, concerning for bowel infarction were appreciated. Laboratory work up revealed lactic acidosis and coagulopathy. In view of her advanced age, comorbidities and the severity of presentation she was deemed a high risk surgical candidate. The family declined intervention, and the patient died shortly thereafter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.